Event description:
It was reported that the user experienced prolonged hyperglycemia after the ilet stopped delivering insulin and the user did not revert to backup therapy; during the call the user stated they were out of insulin, and troubleshooting and education were completed with no device alerts or alarms noted. Symptoms included no clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure or method, and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.